Event description:
On (B)(6) 2025, a spontaneous report was received via telephone regarding a female (age not provided) who used nu skin facial spa (refer to associated report) and nu skin conductive gel. On an unspecified date in (B)(6) 2024, the consumer started using the products. Approximately 3 weeks after using the products, she started to notice one of her eyelids was drooping or sagging. She did not notice any benefit from the products. Her husband couldn't tell any difference but when she looked at old pictures she could. She thought her entire forehead was sagging downward. Over time she noticed her eyelids and eyebrows were sagging to where it affected her vision and she had a daily headache. She discontinued the product in (B)(6) 2025. On an unspecified date she visited her primary care provider who recommended she see an eye doctor. When she visited an eye doctor a vision test was done which she reported 47% of her vision was affected by the sagging skin. She then made an appointment with an eye surgeon who measured the distance from her pupils to her eyelids. She anticipated having surgery on (B)(6) 2025. At the time of the report the symptoms were ongoing.

Manufacturer narrative:
This adverse event report is submitted solely in compliance with the medical device reporting (MDR) requirements under 21 cfr part 803 and does not constitute an admission of liability, fault, or responsibility by nse products, inc, nu skin enterprises, united states inc., or its parent company nu skin international, inc. (Collectively "nu skin") for the reported incident or any alleged injuries. Nu skin expressly disclaims any and all liability related to the reported adverse event. The submission of this report does not constitute an admission that the device caused or contributed to the reported incident or any alleged injury; an acknowledgment of any defect, malfunction, or inadequacy in the device; or an admission of any breach of warranty, negligence, or other legal duty. Nu skin expressly reserves all legal rights and defenses available under applicable law. This submission is made without prejudice to the company's position regarding causation, liability, or any other legal or factual issues related to the reported incident. All products from lot uc20041 were assessed by quality and passed specification requirements prior to being available for sale. The conductive gel component of this event was not returned upon receipt of this report and thus is unavailable for further testing or assessment.